Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short prot btt black inflation valve protruded. As a result, the balloon would not remain inflated. A replacement kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the black inflation valve popped out. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B)(4).